Event description:
We use philips healthcare defibrillators at our hosp, heartstart mrx model m3535a. We have had several hands-free barrel connector cables fail. We contacted the company for replacements and have been told the cables are not available. The cables are on an FDA hold and have no estimated delivery time. The service manual recommends the cable to be replaced every three years. Our defibs were purchased three years ago. Philips directed us to a second source supplier. They can supply us with old style cables that we would have to use an adaptor to use our heartstream pads. I believe this might put us at risk. Dates of use: (B)(6) 2015 - (B)(6) 2018.